Event description:
The patient reported the aligners #9 are not comfortable and hurting the teeth. There are gaps between the aligner and the teeth. Additionally, while wearing the aligners, the tongue always gets white and looks like a white thrush. The patient indicated not on any medication, drinks a lot of water, and does not sleep with mouth open. Byte cst (clinical support team) advised the patient to visit their local dentist for evaluation of possible thrush.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.